Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and chronic lumbago. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device: uterus/expulsion of essure device"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and colitis ("gastrointestinal or digestive system condition: colitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery is in a few weeks to get it removed with a partial hysterectomy). At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and colitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, colitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Computerised tomogram - on an unknown date: essure perforated into her uterus. Hysterosalpingogram - on (B)(6) 2007: the fallopian rubes are successfully occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: new events: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, migration of essure device: uterus/expulsion of essure device, dysmenorrhea, dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tubes), perforation (uterus), weight gain and gastrointestinal or digestive system condition: colitis were added. Lot number, reporter information, patient details, other relevant history, lab data, product information added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.